Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a return of her interstitial cystitis and pelvic pain symptoms. She visited her physician and x-rays taken showed the leads from her left neurostimulator system had shifted (noted as "messed up" leads). Her physician had scheduled a revision procedure for (B)(6) 2011, but the patient desired to have it performed sooner. Additional information was requested. See manufacturer report # 3004209178-2011-01954.